Manufacturer narrative:
Citation: thomopoulou s. Four-year clinical results of transcatheter self-expanding medtronic corevalve implantation in high-risk patients with severe aortic stenosis. Age ageing. 2016 may;45(3):427-30. Doi: 10.1093/ageing/afw038. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding clinical results of transcatheter self-expanding medtronic corevalve implantation in high-risk patients with severe aortic stenosis. All data were collected from multiple centers between june 2009 and january 2010. The study population included 63 patients (predominantly female; mean age 80 years), all of whom were implanted with medtronic corevalve device. The serial numbers were not provided. Among all patients 20 deaths occurred. 11 deaths occurred due to non-cardiac origin, 3 due to heart failure, 4 due to sudden cardiac death and 1 death due to stroke. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: permanent pacemaker implantation, moderate to severe aortic regurgitation, second valve implantation due to valve migration, valve repositioning with a snare, major vascular complication and major bleeding. Based on the available information, these events may have been attributed to a medtronic product. No additional adverse patient effects or products were reported.